Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump was under delivering. The customer¿s blood glucose level was 275 mg/dl at the time of incident. The customer¿s current blood glucose was 257 mg/dl. The insulin pump will not be returned for analysis.